Manufacturer narrative:
Added check for hospitalization initial or prolonged. It was reported that the primary surgery date was (B)(6) 2017. Revision of shoulder replacement due to humeral fracture. The reason for revision was a malunion of a fracture which was likely caused by over reaming in the original operation but we don¿t know exactly. Occupation: physician. As reported this patient experienced a revision of a shoulder replacement due to humeral fracture. The reason for revision was a malunion of a fracture which was likely caused by over reaming in the initial procedure but could not be confirmed. Patient was stable upon leaving the operating room. In a review of the labeling and IFU 700-096-004 rev. N, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. Upon review of the available information, there is no evidence that this is a device related problem and there is no allegation against the device. Implantation of a total joint could result pain, infection, or loosening of total joint hardware. The most likely cause of the reported event was a malunion of a fracture which was likely caused by adverse event without identified device or use problem. Evaluation codes: 1870, 2993. Corrections made in the following section(s): report source: should be health professional, not company representative

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of shoulder replacement due to humeral fracture.